Event description:
It was reported that this lead was not able to be successfully implanted. The lead helix was suspected to be damage due to several attempts to implant the lead in the left bundle branch. This lead was successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this lead was not able to be successfully implanted. The lead helix was suspected to be damage due to several attempts to implant the lead in the left bundle branch. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism extended. Visual inspection revealed dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The presence of dried blood, body fluid, and tissue resulted in the clogging of the helix tip.